Event description:
The customer reported that approximately 15-20 minutes into a therapeutic plasma exchange (tpe) procedure on a spectra optia device, a patient reported numbness in their mouth and was given oral tums. The flow rate maintained at 90, and after approximately 15-20 minutes, the patient complained of nausea, was administered IV zofran, and the nurse lowered the flow rate to 80. The patient continued to complain of tingling in their mouth and was given oral tums a second time. Per the customer, the patient reported generalized malaise, and the nurse stopped the procedure and moved the patient on their left side when the patient began to show signs of a seizure. The nurse reportedly called a code blue, and the patient passed out. The procedure was aborted, and the nurse disconnected the patient from the device. It was reported that the patient was hypotensive and experiencing bradycardia. The patient woke up, recovered and was transferred back to their unit. It was noted that this patient has a history of 5-7 tpe procedures at a different facility with no reported issues. The nurse stated that 1 gm calcium ran concurrently during the procedure. The customer declined to provide patient ID, age and further information concerning the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the customer responded to terumo bct's request for additional information by providing a picture of the ac and normal saline bags that they are currently using. They also stated that they switched to a different brand/concentration in (B)(6) 2025 after many years. The picture confirmed that the solutions used are 0.9% sodium chloride and 750 ml acd-a. A second picture shows the end of run screen. The end of run screen from (B)(6) 2025, confirmed that the procedure was ended early after 40 minutes into a 62-minute procedure. The patient received 358 ml of the 571 ml targeted ac with a final fluid balance of 98%. There did not appear to be an over delivery of ac. The customer declined to provide the lot number, therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Some of the most common reactions include fever, urticaria, hypocalcemic symptoms, pruritus, dyspnea, tachycardia, and mild hypotension. Transient hypocalcemia associated with apheresis is usually well tolerated. Symptoms often show as paresthesia (tingling), but patients may also experience unusual taste, nausea, lightheadedness, shivering, and tremors. Severe hypocalcemia may also cause muscle contractions and can progress to tetany and seizures if hypocalcemia escalates and is not corrected. Root cause: a root cause assessment was performed for the reported citrate reactions. These reactions occur due to decreased ionized calcium in circulation as a result of exogenous citrate administered during the apheresis procedure and are influenced by patient physiology, the rate of ac infusion, and/or the length of the procedure. These symptoms may be treated with oral or intravenous calcium supplements or by adjusting the ac infusion rate.